Event description:
Dr reported that he inserted a single piece silicone intraocular lens model aa4204vf in the pt's eye and a capsular tear was noticed. The lens was cut into pieces to be removed from the eye. A three piece silicone lens was inserted into the patient's sulcus. The dr wasn't sure if the patient's capsule has been torn during phacoemulsification of the cataract due to the fact that the pt's cataract was very dense, and the pt was a diabetic. It was reported that the lens did not come out of the injector too quickly when going into the capsular bag and the lens had no damage to it when it was inserted into the eye.